Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple new cartridges during the load process. Additionally, it was reported that the customer experienced resistance when filling a cartridge. A cartridge change was performed to address the resistance issue. Customer's blood glucose was 330 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the cartridge change error was verified; the cartridge resistance investigation could not be completed as the cartridge was not returned.